Event description:
It was reported that on (B)(6) 2010, the patient underwent a direct stenting procedure and a promus stent was deployed without difficulty in the left anterior descending artery. On (B)(6) 2010, patient was hospitalized with retrosternal and neck pain radiating to arm, nausea and shortness of breath. Cardiac enzymes were elevated and an echocardiogram showed t-wave inversion. The patient was diagnosed with myocardial infarction and was treated with integrilin, intravenous heparin and restarted on plavix. Patient had been noncompliant with plavix for the two weeks prior to hospitalization. Coronary angiography revealed patent stent with 10% in-stent restenosis which was not treated. The patient was discharged on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - no pre-dilatation. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. Myocardial infarctions, nausea, pain, and restenosis are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the lesion was not pre-dilated prior to implanting the promus stent. It should be noted the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It does not appear that the failure to pre-dilate the lesion contributed to the reported patient effects.